Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula assembly fully deployed. Fluid was found to leak from a tear in the exposed portion of the soft cannula. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event.

Event description:
A patient reports while wearing a pod between 1 and 4 hours their blood glucose level had rose to 400 mg/dl. As treatment, the patient applied a new pod.